Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation found the device in specification in relation to the reported system error 322 message which was confirmed by a single occurrence of the system error 322 alarm through review of the device event history log. The alarm could not be reproduced and a cause could not be identified. The pump was tested with passing results. The device was found to be operating mechanically as designed and no action will be taken at this time. Per the sigma manual number 41019 revision ab, it is suitable to use the pump if a system error occurs one time and can be cleared after removing power, restoring power, and performing a preventative maintenance test. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no patient involvement.